Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure, x-ray revealed the right atrial lead had dislodged. The patient's condition was good. The physician elected to take no action due to atrial fibrillation; the patient would be monitored.